Event description:
It was reported the physician implanted a gore helex septal occluder to close an asd in 2008. During a follow up visit in 2010, the patient was noted to have cardiac ectopy. Additionally, transthoracic echocardiography showed the right atrial disc to be moving intermittently through the tricuspid valve. Fluoroscopy revealed the right eyelet to be off the lock loop. There is mild tricuspid valve regurgitation. The asd is closed with no residual shunt and the patient is asymptomatic. An intervention is planned for a later date.

Manufacturer narrative:
Method: a review of the manufacturing records has been conducted. Results: the review of the manufacturing records verified that the lot met all pre-release specifications.